Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was lumenis 80w with .81jx 8hz settings. According to the complainant, after 5 minutes of use into the procedure, the aiming beam was lost. They put the laser unit on standby and the nurse went to unscrew the laser fiber. The fiber connector was hot to touch and burned the nurse's fingers. The degree of burn was not classified, but was described to be minor and was treated with over the counter ointment and wrapped with bandage. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.